Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5136449. Upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5141394. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5155266. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 355002.

Event description:
It was reported that the patient was experiencing pain at the surgical site of where the leads were placed, and also experiencing a lack of pain relief from inadequate stimulation. The patient underwent an explant procedure to explant the ipg and leads. The patient was doing well post operatively.